Event description:
It was intended to use a 2.50 x 15mm sprinter balloon and a non-medtronic balloon to pre-dilate a bifurcated lesion in the rca. The lesion morphology was described as "rca with 80% lesion on the medium third, intrastent, and 90% lesion on dp/vp, extended to both branches". During attempted use it was reported that both balloons burst, and a subsequent non-medtronic balloon also burst in attempting to pre-dilate the lesion. The lesion was eventually successfully pre-dilated with a third non-medtronic balloon, and a 2.5 x 12mm resolute integrity was successfully implanted. It was then intended to use a 3.5 x 38 mm resolute integrity to treat another lesion, but the stent could not cross the lesion and became deformed. The lesion was pre-dilated with another sprinter balloon successfully, and a new 3.50 x 38 mm resolute integrity stent was successfully implanted. No patient complications or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (lesion morphology). No results available since no evaluation performed (device or procedural images not received for evaluation). Evaluation conclusions: device failure related to patient condition (lesion morphology); unable to confirm complaint (device or procedural images not received for evaluation). (B)(4).